Manufacturer narrative:
The insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had a blank display due to corroded electronic assembly.

Event description:
It was reported via phone call, that the customer's insulin pump was exposed to moisture, and there is fluid under the display. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.